Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Customer was previously sent replacement infusion sets to be used but no delivery alarm still reoccurred. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, prime or compromised force sensor system, excessive no delivery and occlusion test. No excessive no delivery alarms noted.